Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that on (B)(6) 2014, between 10:00 and 10:30am, the patient obtained alleged inaccurate low readings with the subject meter of ¿336 mg/dl and 343 mg/dl¿, and ¿519 mg/dl¿ on another, unknown hospital meter. Based on statistical methodology, the reported difference between these results falls outside lfs¿ accuracy criteria. It is not known why the patient attended hospital, but the reporter indicated that ¿an hour¿ before the alleged problem with the meter, the patient developed symptoms of ¿irritability¿. It is not known how the patient manages his diabetes or what action he took in response to the alleged readings he obtained. The reporter denied that the patient received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken, the patient was using an approved sample site and the correct testing procedure. However, the patient did not have control solution available to test the subject meter and test strips, and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. The patient¿s reported symptom of ¿irritability¿ does not meet lfs¿ serious injury criteria and, additionally, the patient was symptomatic prior to the start of the issue with the meter. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.